Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye and magnification was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot number was reported as "h21630031" which is not a valid baxter lot number. The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was leaking from the connection point between one of the white lines of an amia automated pd set with cassette and the supply bag. No damages and loose connection noted between the supplies. The event was observed at the end of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.